Manufacturer narrative:
D4: lot#: the suspected lot sr22025001 does not populate in the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked from an unspecified location. This was observed during an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number was not a valid lot; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.